Event description:
It was reported that patient was initially treated for a fall nine month prior with a pfna-ii nail. It has recovered well over the past nine months and patient can move around at home. However, the nail broke on (B)(6) 2024 (no fall or collision). The patient went back to the emergency room at hospital and took an x-ray. It was found that the broken area was close to the groin. Revision surgery occurred on (B)(6) 2024. The broken implant was removed and patient was implanted with intramedullary nails, bone cement, and artificial bone. Patient status was good. This report is for a pfna-ii ã¸9 long r 130â° l300 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d6: date of implantation is an unknown date around october 2023. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: a manufacturing record evaluation was performed for the finished device. Product code: 473.036s. Lot: 167p935. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 09-june-2021. Manufacturing site: jabil bettlach. Expiry date:01-june-2031. The product was not returned to depuy synthes, however photos were received for review. The photo/x-ray investigation revealed that the nail had broken from the middle. The reported allegation can be confirmed. With the information provided is not possible to determine a potential cause at this moment, however in support of the evaluation performed, the observed damage of the pfna-ii ã¸9 long r 130â° l300 tan may have been caused by exposure to irregularities in the weight loading of the device and moments generated. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pfna-ii ã¸9 long r 130â° l300 tan would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.